Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient had endured skin irritations for the past 10 to 11 years, as a result of pod usage longer than 48 hours. The affected sites were located under the fill septum and the cannula insertion site. Symptoms include itching, redness, welting, blistering, and scabbing. A total of 4 steroid prescriptions were administered over this span of time. An exact total number of occurrences could not be determined.